Event description:
On (B)(6) 2006, the patient underwent treatment of a thoracic aortic aneurysm with two gore tag thoracic endoprostheses. On (B)(6) 2013, follow-up computed tomography showed a distal type I endoleak associated with the tg3720. It was reported the development of a new aneurysm distal to the previously treated aneurysm is causing aneurysm dilatation, thereby causing a loss of seal on the tg3720 and contributing to the distal type I endoleak. On (B)(6) 2013, an intervention was performed to treat the distal type I endoleak. Two additional devices were implanted into the celiac artery in order to maintain perfusion, and then a conformable gore tag thoracic endoprosthesis was implanted distally to the level of the superior mesenteric artery in order to gain additional distal extension. Final angiography showed a patent celiac artery and resolution of the distal type I endoleak. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.